Event description:
The customer reported that the device had no display.

Manufacturer narrative:
The customer reported that the device had no display. The device was returned to philips and evaluated by a technician. The power and processor pcas were found to have failed, with a leaking cap on the processor pca causing the failures. Both boards were replaced to resolve the issue.